Event description:
Customer reported to beckman coulter, inc. (Bec) that the modular chemistry (mc) sample probe wash collar of the unicel dxc 600i synchron access clinical system did not have vacuum. Customer reported that there was foaming at the wash collar and liquid on a closed sample tube. Customer reported that liquid was dripping down from the collar wash into the gravity drain. Bec customer technical support advised the customer to home the instrument. Customer reported that vacuum was restored to the mc sample probe wash collar after homing the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Root cause is unknown.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).